Event description:
It was reported that the customer met with her doctor due to high blood glucose levels. The customer's doctor felt that the insulin pump should be replaced. The customer also reported that there were no alarms in the alarm history. The customer did not want to troubleshoot, and wanted the insulin pump replaced per her doctor's request. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.